Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) blood entered helium line. No patient injury.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. 3 gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.